Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2002, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), uterine haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("severe abdominal pain"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with robotic total laparoscopic hysterectomy, bilateral salpingectomy with cystoscopy on (B)(6) 2016)and hysteroscopy with dilation and curettage. Essure was withdrawn. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain, alopecia and fatigue had resolved. The reporter considered pelvic pain, uterine haemorrhage, abdominal pain, alopecia and fatigue to be related to essure. The reporter commented: essure was inserted under general endotracheal anestesia. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram result was bilateral fallopian tubes occlusion. Company causality comment. This spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and abnormal uterine bleeding. These events are anticipated in the reference safety information for essure. Coils were removed approximately 13 years and 6 months after insertion. Chronic pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, these events were assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and abnormal uterine bleeding. These events are anticipated in the reference safety information for essure. Coils were removed approximately 13 years and 6 months after insertion. Chronic pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, these events were assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('severe pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding/ abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (hysteroscopy with dilation and curettage and robotic total laparoscopic hysterectomy, bilateral salpingectomy with cystoscopy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, uterine haemorrhage, abdominal pain, alopecia and fatigue had resolved. The reporter considered abdominal pain, alopecia, device dislocation, fatigue, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: essure was inserted under general endotracheal anesthesia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: bilateral fallopian tubes occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: event migration was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('severe pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding/ abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (hysteroscopy with dilation and curettage and robotic total laparoscopic hysterectomy, bilateral salpingectomy with cystoscopy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, uterine haemorrhage, abdominal pain, alopecia and fatigue had resolved. The reporter considered abdominal pain, alopecia, device dislocation, fatigue, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: essure was inserted under general endotracheal anesthesia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: bilateral fallopian tubes occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration noted in records-yes perforation noted in records-no'), pelvic pain ('severe pelvic pain') and abnormal uterine bleeding ('abnormal uterine bleeding/ abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), alopecia ("hair loss"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea") and menstruation irregular ("irregular menses"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with cystoscopy on (B)(6) 2016, robotic assisted total laparoscopic hysterectomy, with cystoscopy on (B)(6) 2016 and hysteroscopy with dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea and menstruation irregular outcome was unknown and the pelvic pain, abnormal uterine bleeding, abdominal pain, alopecia and fatigue had resolved. The reporter considered abdominal pain, abnormal uterine bleeding, alopecia, device dislocation, dysmenorrhoea, fatigue, menstruation irregular and pelvic pain to be related to essure. The reporter commented: essure was inserted under general endotracheal anestesia. Right side: 4 coils. Left side : 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: bilateral fallopian tubes occlusion. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: dysmenorrhea,irregular menses. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2021: mr received. Reporter information, date of birth and reporter causality comment added. New events added: dysmenorrhea, irregular menses. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.